Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, an increased capture threshold was observed on the leadless pacemaker (lp). Reprogramming was performed to resolve the event. The patient was stable.